Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having kyphoplasty due to vertebral compression fractures. It was reported that balloon disruption occurred during the surgery.  There was approx. 5 mins procedural delay. There were no patient symptoms/ complications as a result of the event.